Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a lower endoscopy procedure performed on (B)(6), 2023. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. It was also noted that the device was returned without its over sheath. Microscopic examination was performed, and it was found that the clip assembly was deformed in the bottom part. Functional evaluation was performed, and it was noted that the handle does not have a communication with the clip assembly. No other problems with the device were noted. The reported event of clip was not deployable was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms, and due to the amount of tissue, the clip was able to detach from the bushing, but it was not to activate them. Subsequently, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned. It is likely that the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a lower endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.